Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord was found to have a loose connection and exposed wires. The power cord wires were reterminated. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9800 sys locked up during a case. The 9800 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.